Manufacturer narrative:
This spontaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ('severe pelvic pain') in a 50-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: the reporting gp (general practitioner) wants to know how to remove the device because of the severe pelvic pain which the patient is experiencing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. On 25-aug-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: the reporting gp (general practitioner) wants to know how to remove the device because of the severe pelvic pain which the patient is experiencing. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.